Event description:
It was reported while using bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore leakage occurred there was no report of patient impact. The following information was provided by the initial reporter: during the infusion treatment, the leakage of medicinal liquid occurred, resulting in a lot of blood returning. If it is detected in time, the infusion connector should be replaced.

Manufacturer narrative:
Since no photos or samples displaying the reported condition of leakage were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.